Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 115 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data from the received pod showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The pod was attempted to be rerun to replicate the rotational sensor error. All attempts to rerun the pod generated an 0x47, saw veto failure, alarm and the pod was unable to be rerun. During investigation, the needle mechanism deployed as expected upon manual rotation of the ratchet gear. Inspection of the commutator cap under magnification found contamination, damage, as well as multiple lines of contact between the commutator cap and the rotational sensor springs. The multiple lines of contact indicate an issue with the commutator cap assembly being stabilized during operation which would result in abnormal rotational sensor readings. The severity of the damage to the commutator cap indicates this contributed to the observed abnormal rotational sensor data that prevent the pod from deploying as intended. Initial inspection of the device found cracks on the top housing. It could not be conclusively determined when or how these cracks occurred. No corrosion or evidence of fluid entering the device through these cracks was observed.